Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a fine needle aspiration procedure in the carina and upper lobe of the lungs. According to the complainant, after obtaining four tissue samples, the needle would not retract back into the sheath. The needle was approximately 3mm outside the sheath. The lymphnode was normal, and not hard. There was no kinking noted in the device. There was no damage noted to the packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.